Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The returned drill pin was identified to be seized in the block cutter, resulting in the pin hex head fracturing. The cutter exhibited nicks and gouges indicative of repeated use. Dimensional analysis was performed, which confirmed the devices were conforming to print specifications. The device history records were reviewed and no discrepancies were identified. Per the package insert, instruments should be carefully inspected prior to each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The root cause is attributed to wear and tear as the cut block has an approximate field age of seventeen (17) years six (6) months and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 00598703301, revision block cutter, lot # 53757800. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00811.

Event description:
It was reported that during an initial tka, after the guide was installed, the drill pin became jammed upon insertion. The pin was unable to be removed from the guide and another guide and pin were used to complete the procedure. There was no impact to the patient. Attempts have been made and no further information has been provided.